Event description:
On (B)(6) 2018, the patient/lay user contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on customer service representative (csr) documentation. The patient stated that she first became aware of the meter issue on (B)(6) 2018, at 6am. Alleging that she obtained alleged inaccurately high blood glucose result of ¿272 mg/dl¿ on the subject meter compared to ¿92 mg/dl¿ on another meter (ultra mini). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes using insulin (self-adjuster), and that she made no changes, in response to the alleged issue. The patient reported that a couple of hours after the meter issue, she developed symptoms of ¿dizziness and blurred vision¿, with she self-treated by drinking some milk and honey. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site to obtain the blood samples, the test strips had been stored correctly and were not passed their expiry date. Csr noted the test strip vial was not cracked or broken. Csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.